Manufacturer narrative:
The customer¿s report of a sensor broken error in the error log, and a "check IV set" "chamber blocked event" was confirmed during the log review. The pcu event log shows pump module s/n (B)(4) was programmed to infuse a basic infusion at a rate of 999ml/hr with a vtbi of 1000ml at 1:20 pm on (B)(6) 2019 and ran until 1:30 pm when the user channeled the device off. The volume recorded as being infused during this period was 159.003ml. The event log shows the ¿chamber blocked event¿ occurred after infusing 159ml at 1:31 pm and 1:32 pm. The pcu error log shows 2 log only sensor broken high failures (error code 240.4150.5), however these are log only errors and would not have stopped an ongoing infusion. The root cause of the sensor broken error in the log was a log-only error.

Event description:
It was reported that a module had a sensor broken error in its error log. Biomed states that the pcu on 2/14 indicated a "check IV set" "chamber blocked event" but the pump infused 159 units. The alarms did not appear in the error logs on (B)(6) 2019. Levophed was infusing and there were no clinical effects for the patient from this event. Although requested, no further information has been received.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Although requested, patient demographics not provided.

Event description:
It was reported that a module had a sensor broken error in its error log. Biomed states that the pcu on 2/14 indicated a "check IV set" "chamber blocked event" but the pump infused 159 units. The alarms did not appear in the error logs on 2/16/19. Levophed was infusing and there were no clinical effects for the patient from this event. Although requested, no further information has been received.